Event description:
In 2009, pt reported his blood glucose was elevated due to a bent cannula. Pt reported 2 days after using the infusion device for the first time last month, his blood glucose began running high. Pt stated he was instructed by his diabetes educator (de) to go off of the infusion device and to return to insulin injections until his next visit with the diabetes educator. Pt reported he was able to treat the elevated blood glucose with the insulin injections. Pt reported four days ago, the de changed the type of infusion set he was using and the infusion system was working properly after the switch. Product was replaced with current type of infusion sets; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.